Manufacturer narrative:
Per tandem¿s user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the insulin gauge was intermittently inaccurate across multiple cartridges. The customer's blood glucose was 127 mg/dl. Reportedly, the customer had over filled the cartridges with insulin. Tandem technical support reminded the customer this was off label. The customer changed all supplies and resumed insulin delivery successfully.